Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, red particles on the surface of the shell, weight to the spec, part of the shell is missing. A microscopic analysis was performed which identify crease smooth opening on posterior and broken shell striated in posterior side that consist with use of a surgical tool. Wear abrasion, stress mark. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening. A striated edge broken on posterior side assessed as surgical damage. Part of the shell is missing assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade unknown.

Event description:
Patient reported bulging, unknown side and exchange of textured devices due to patient's concern with product. Healthcare professional additionally reported capsular contracture, baker grade unknown and seroma. Device remains implanted.